Manufacturer narrative:
An event regarding periprosthetic fracture involving a krh tibial component was reported. The event could not be confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Clinician review: no medical records were made available for review with consulting clinician. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's left tibial component was revised due to medial tibial bone collapse. The event could not be confirmed nor the exact cause of the event be determined because insufficient information was provided. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
"Patient's left tibial component was revised due to medial tibial bone collapse. [Kinematic rotating hinge knee, mrh knee bumper insert, mrh tibial bearing component] were removed and an mrh tibia was implanted with a 155mm stem. All information available to me is included in this report..."